Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced video processor (vp). The system was tested and verified as ready for use. The vp involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system had non-recoverable fault 307 and performed power cycle of the system. After power cycle of the system, there was a non-recoverable fault 319. Reviewed event logs and non-recoverable fault 319 pointed to video processor (vp) and endoscope controller (ec). It was advised to perform hard power cycle of the vision side cart however the same issue persists even after hard power cycle of the system. The procedure was converted to a traditional laparoscopic procedure. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the conversion did not result in increased port incision or adding additional ports. The customer tolerated the converted procedure and there was no injury to the patient. The procedure was a prostatectomy procedure, and it was performed at 09:08 am.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product involved with this complaint to perform failure analysis. The video processor (vp) was analyzed, and the reported error was confirmed but not replicated. In the system logs, the error 319 was found indicating that the fault had occurred in the field. During visual inspection, no issues were found that were related to the report issue. The vp was installed onto a golden system where the component functioned as expected. Then the golden system was set to run video test, 10 minutes sine cycle, 10 power cycles and sitting idle for 1 hour. Once the testing was completed, the system error logs were inspected; however, no errors could be identified. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to intermittent electrical issues from the vp located on vision side cart.

Event description:
Refer to h11 for follow-up information.